Manufacturer narrative:
Follow-up #1: date of submission 11/14/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/20/2016 with the following findings: the review of the black box showed unexplained power interruptions; however, during the actual investigation the pump was able to power on and no power interruptions occurred. The battery cap and the battery compartment were undamaged. The battery cap was able to securely attach to the pump. The pump was exercised for 24 hours with no alarms or power issues occurring. Unrelated to the original complaint, the pump case was cracked in between the keypad and the case seal. A leak was diagnosed at the crack in case location. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power. The reporter denied damages to the pump; however, reported moisture behind the display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.